Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. On (B)(6) 2021, the patient was pale, nervous, and aggressive; however, the cgm displayed 98 mg/dl. A blood glucose was performed which confirmed a bg of 500 mg/dl. The patient¿s caregiver administered triple correction dose of insulin. The patient bg values returned to normal range after 7 hours. There was no documentation of emergency medical service intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the values that falls within the b zone of the parkes error grid. No additional patient or event information is available.